Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, displacement test and rewind test. We were unable to perform self-test, off no power test, error test, occlusion test, prime test and excessive no delivery test due to prime alarm. The insulin pump was received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.